Event description:
The customer returned the device for service due to the buttons of the battery-drill could not be activated (could not be pressed properly) and the drill did not function intraoperatively. In addition, the 3-back hand-piece jams frequently and the raster does not fill in. This is 1 of 2 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received for service. During pre-repair assessment performed by technician, no failure identified was found. Placeholder.